Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was observed to have restricted and limited movement. The wires of the instrument were exposed. The procedure was completed with no reported injury and less than a 15-minute delay.